Event description:
It was reported a patient had an infection. There is no further information available. Following a review of the available information, it has been determined there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. Therefore, the reported event(s) does not require further complaint handling by the manufacturer for medical device(s) and/or product(s).

Manufacturer narrative:
H10 clinical statement: there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.